Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the monitor no longer accurately records non-invasive blood pressure (nbp). The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by an fse which included functional testing on site. Testing revealed that the cable used for measurement was faulty. Retesting the system with a functional cable and was confirmed to be working perfectly. The monitor was later returned to the bench where additional testing of the patient monitor was conducted using a calibrated fluke prosim 8 patient simulator (ID: (B)(6), sn: (B)(6), cal due: 28/11/2026). The results of the analysis confirmed that the pump and bp functions are performing within manufacturer specifications. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp cable. The issue was resolved by replacing the faulty nibp cable. The monitor was a loaner unit, which is no longer needed by the customer; therefore, it has been returned. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. Product information was updated based on additional information received.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the monitor no longer accurately records non-invasive blood pressure (nibp). The device was in use on a patient at time of event; there was no adverse event reported.